Event description:
A valiant captivia stent graft was implanted in a patient for the treatment of a thoracic aortic dissection. The patient expired on an unknown date 6 years later due to an unknown cause. No more information was provided. This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified.

Manufacturer narrative:
Svs/vqi registry for the valiant thoracic stent graft with the captivia delivery system (valiant captivia). Implant date: year only valid, date of death: year only valid the device serial number is unknown. This data has been provided to medtronic by a third party and is limited and de identified. For events where individual device model numbers were provided in the bulk data received, one MDR report was submitted for each device model. If information is provided in the future, a supplemental report will be issued.